Event description:
The consumer via the manufacturer representative (rep) reported about a year ago, the patient noticed that the battery was depleting very rapidly so they stopped using it. They would charge it up and it would empty rapidly. No environmental/external/patient factors were described that may have led or contributed to the issue. It was noted that it hadn't been charged for a year when the rep saw the consumer on the day of the report. They did a 60 minute trickle charge and then the regular charge screen appeared. It was stated they charged for about 45 minutes and the battery was over ¼ full. The rep took the charger off and put their clinician programmer on their implantable neurostimulator (ins). It stated it said that their battery was discharged so they put the charger back on and it now showed that their battery was empty and was attempting to fill in the ¼. It was noted the patient would like their battery replaced with a non-rechargeable. The issue wasn't resolved at the time of the reported, but it was noted that a surgical intervention occurred since the patient planned to get the battery replaced. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.